Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Products return is requested and they will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
The customer reported that the insertion tool is unable to properly hold the implant. Update: 15/03/2026 nk. The batch number w25011346 provided in the complaint form belongs to catalog number mt-hsi10 and not to mg-gmi10. Incorrect batch number reported. A request was sent to the distributor to provide the correct batch number. Update 16/03/2026 nk. Additional information received from the distributor indicates that the insertion tool mg-gmi10 was purchased as part of kit mg-k001, lot number w25011546.